Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. It was noted that the shock impedance measurement trend had increased in the last few checks. A review of the device data by technical services (ts) confirmed a rise in the pace and shock impedance measurements over the past year. Ts noted that the changes in both pacing and shock impedance measurements may indicate patient related factors, and the electrocardiograms were clean and artifact free. Ts discussed considerations for this case and discussed continued monitoring if the device shock programming would be adjusted with a limit of 150 ohms. Ts also discussed performing a low energy shock to identify any possible issues. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available, this investigation will be updated.

Event description:
It was reported, that this implantable cardioverter defibrillator (ICD). Exhibited high out of range shock impedance measurements. It was noted, that the shock impedance measurement trend had increased in the last few checks. At this time, the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become availalbe this investigation will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. It was noted that the shock impedance measurement trend had increased in the last few checks. A review of the device data by technical services (ts) confirmed a rise in the pace and shock impedance measurements over the past year. Ts noted that the changes in both pacing and shock impedance measurements may indicate patient related factors, and the electrocardiograms were clean and artifact free. Ts discussed considerations for this case and discussed continued monitoring if the device shock programming would be adjusted with a limit of 150 ohms. Ts also discussed performing a low energy shock to identify any possible issues. At this time the device remains implanted. No adverse patient effects were reported.